Event description:
As reported, the plug deployment button of a 5f exoseal vascular closure device (vcd) could not be pressed. Hemostasis was achieved using another unknown exoseal (vcd). There was no reported patient injury. The 5f exoseal vascular closure device (vcd) was stored and prepared according to the instructions for use. There was no visible device or packaging damage prior to use. The indicator window changed color. Even after full withdrawal and repeated attempts, the 5f exoseal vascular closure device (vcd) could not be activated. After the procedure, a 5f vascular closure system was used. A 5f non-cordis sheath and a 5f non-cordis catheter were used. The 5f exoseal vascular closure device (vcd) and the 5f non-cordis sheath were retracted together until the bleed-back indicator showed significantly slowed or stopped pulsatile flow and the indicator window turned solid black with no red visible during retraction. The 5f exoseal vascular closure device (vcd) was not deployed outside the patient¿s body. Femoral artery suitability, vessel diameter =5 mm, and an appropriate sheath angle of 30¿45° were confirmed via angiography. There were no signs of calcium or plaque, vessel tortuosity, nearby stents, or >50% stenosis. The site had not been previously closed with a device or compression in the last thirty days. There was no evidence of hematoma, fistula, or pseudoaneurysm. The procedure was a diagnostic cerebral angiography with a retrograde puncture of the left femoral artery. The physician achieved certification on the use of 5f exoseal vascular closure device (vcd). The patient¿s body mass index (bmi) was not over 40. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the plug deployment button of a 5f exoseal vascular closure device (vcd) could not be pressed. Hemostasis was achieved using another unknown exoseal (vcd). There was no reported patient injury. The 5f exoseal vascular closure device (vcd) was stored and prepared according to the instructions for use. There was no visible device or packaging damage prior to use. The indicator window changed color. Even after full withdrawal and repeated attempts, the 5f exoseal vascular closure device (vcd) could not be activated. After the procedure, a 5f vascular closure system was used. A 5f non-cordis sheath and a 5f non-cordis catheter were used. The 5f exoseal vascular closure device (vcd) and the 5f non-cordis sheath were retracted together until the bleed-back indicator showed significantly slowed or stopped pulsatile flow and the indicator window turned solid black with no red visible during retraction. The 5f exoseal vascular closure device (vcd) was not deployed outside the patient¿s body. Femoral artery suitability, vessel diameter =5 mm, and an appropriate sheath angle of 30¿45° were confirmed via angiography. There were no signs of calcium or plaque, vessel tortuosity, nearby stents, or >50% stenosis. The site had not been previously closed with a device or compression in the last thirty days. There was no evidence of hematoma, fistula, or pseudoaneurysm. The procedure was a diagnostic cerebral angiography with a retrograde puncture of the left femoral artery. The physician achieved certification on the use of 5f exoseal vascular closure device (vcd). The patient¿s body mass index (bmi) was not over 40. Other procedural details were requested but were not provided. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in manufacturing position and the indicator wire was found fully deployed. A 5f non-cordis catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window. The deployment lever was then fully depressed, resulting in indicator wire retraction and the expected plug deployment. Additionally, the indicator window black/white and red position was obtained as well. A high-magnification evaluation was conducted to examine the internal mechanism of the device. No abnormal conditions were observed during this analysis. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device since the device achieved successful deployment with full lever depression during analysis. The exact cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the plug deployment button of a 5f exoseal vascular closure device (vcd) could not be pressed. A new unknown closure device was used instead. There was no reported patient injury. After the procedure, a 5f vascular closure system was used. The indicator window changed color. Even after full withdrawal and repeated attempts, it could not be activated. A non-cordis sheath was used. Procedure was a cerebral angiography with a retrograde puncture of the left femoral artery using non-cordis contrast agent. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.